Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 07-jul-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 700mcg/day via an implantable pump. It was reported that the patient had a pump replacement (B)(6) 2021. When the replacing the pump, the physician noticed that there was no flow coming from the catheter when he disconnected it from the pump. The physician decided to replace the catheter, upon doing so, he decided to reduce the dose thinking that she wasn¿t receiving any medication from the old catheter. The patient had baclofen2000 mcg/ml in the pump. It was previously running at 700 mcg/day. He decided to reduce the dose to 525 mcg/day. They eventually reduced it again to 250 mcg/day.